Event description:
The event is reported as: the clips fell out of the applier during prep away from the pt. No clips fell into the pt. No pt injury reported.

Manufacturer narrative:
The device sample was not returned. The results of the investigation are not available at the time of this report.